Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at maximum output on both unipolar and bipolar configurations. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.